Manufacturer narrative:
Siemens healthcare diagnostics filed MDR 1219913-2021-00320 initial report on may 20, 2021. Additional information - 2021-05-24 siemens has concluded investigation into a non-reproducible advia centaur xpt sars-cov-2 igg (scovg) lot 002 reactive result. Siemens has reviewed the sample handling and storage and nothing of note was found. The siemens customer service engineer (cse) inspected the system and no system issues were found. Pre-analytic variables can affect the quality of the sample, and deviation from the recommended best practices can lead to erroneous results. While there is insufficient information to determine the cause of this event, siemens cannot rule out pre-analytical factors or a sample specific issue. A product performance problem has not been identified. Customer is operational. No further evaluation of the device is required. In section h6, the investigation finding, and investigation conclusion codes were updated based on the investigation results.

Manufacturer narrative:
Siemens customer service engineer (cse) was at the customer site on (B)(6) 2021 for system inspection. After inspection procedures, a repeatibility test was performed using a fresh sample and no issue was observed. The quality control (qc) was performed and was within range. The customer indicated that the sample was fresh, not frozen, and stored in the refrigerator at 2-8°c between the initial and repeat tests. The limitations section of the instructions for use states the following: "a positive result may not indicate previous sars-cov-2 infection. Consider other information, including clinical history and local disease prevalence, in assessing the need for a second, but different, serology test to confirm an immune response." "Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude cross-reactivity from pre-existing antibodies or other possible causes." A false positive/reactive result would be correlated with clinical history and presentation and may lead to additional testing and/or continued precautions to avoid infection with negligible clinical impact. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua) and/or policy d. Siemens healthcare diagnostics is investigating.

Event description:
A customer obtained a reactive (positive) advia centaur xpt sars-cov-2 igg (scovg) result for a patient sample. The reactive (positive) result was reported to the physician and questioned. The sample was retested on a different day and the result was negative (nonreactive). The initial reactive (positive) result was considered discordant when compared to the nonreactive (negative) repeat result. A corrected report was issued. The sample was also tested using advia centaur xpt sars-cov-2 total (cov2t) and results were nonreactive (negative). There are no known reports of patient intervention or adverse health consequences due to the discordant scovg result.